Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the annual inspection requested by the user at the olympus local service department, it was found that the foreign material adhered to the forceps elevator of the subject device. The user reported that there was no abnormality of the subject device. Other detailed information was not provided. There was no reported of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon was attributed to the insufficient reprocessing of the subject device by the user.